Event description:
On june 22, 1998 nellcor puritan bennett rec'd info alleging that a neonatal pt developed a pneumothorax when a npb pedi-cap end tidal co2 detector was used with a jackson-reese breathing circuit adapter in such a manner that the exhalation airway had become obstructed. The pt was reported to have recovered "naturally."